Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a leak while performing therapy on the homechoice (hc) device during fill 1 of 6. The fill volume equaled 698ml. The hc was at ready to connect and the hp took the minicap off of the transfer set. The hp stated that when she removed the pull cap from the patient line, solution poured out. The hp stated that she grabbed her transfer and the transfer clamp broke off (twist clamp came apart from the transfer set). The hp stated that she then clamped her patient line to stop solution from pouring out. At this point, the hp called a baxter technical service representative (tsr) to request assistance and the tsr suggested the hp go the emergency room. The hp stated that she went to the hospital where her pd nurse (pdn) met her. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).